Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced (B)(6) bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and later replaced with an implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.